Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was unable to be performed because a serial number was not provided. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that they "are not seeing the flow" they state that the pump says it's running but "feeding isn't coming out of bag". The initial reporter also stated that they were able to supplement at that time, so there was no delay in therapy or adverse events. (B)(4).